Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported difficulty visualizing the clip appears to be related to imaging quality and the device itself. The reported unchanged mitral valve insufficiency/ regurgitation appears to be cascading effect of the reported slda. Mr is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 degenerative mitral regurgitation (mr), calcified posterior mitral annulus, prolapsed anterior leaflet 2 and inferior fossa ovalis for a mitraclip procedure. During the procedure, mitraclip was implanted. After the deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Imaging was difficult. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, additional mitraclip was implanted to stabilize the slda.